Event description:
It was reported approximately one day post implant at pre discharge examination it was noted the right ventricular (rv) lead and right atrial (ra) lead were on top of each other and it was noted that the right ventricular (rv) lead became dislodged back into the atrium and began capturing the atrium. Dislodgement was confirmed by x-ray. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.